Event description:
The following was reported: since tm inv rev shoulder was implanted, pt had complained of pain. After seeing that pain was not resorbing, dr. Gagnon decided to relocate tm glenoid base plate inferiorly. A new tm base plate was implanted. Date of implantation is + or - a year from date of revision.

Manufacturer narrative:
The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication for a product failure. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).